Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator fails to power on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator fails to power on. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's power supply board was replaced to address the issue.